Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that the patient received inappropriate therapy due to oversensing on the ventricular channel. Noise was also reported. The patient was asymptomatic. The lead was capped and replaced. Patient's condition is stable and will continue to be monitored.